Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Realized something was in my mouth and discovered that the entire brush head had fallen out of the holder [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 27-dec-2016 that on (B)(6) 2016 he/she replaced his/her oral-b power oral care refill precision clean and started brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown. Shortly thereafter, the consumer realized that something was in his/her mouth and he/she discovered that the entire brush head had fallen out of the holder. The consumer asserted that for years he/she had used oral-b electric toothbrushes for his/her daily dental care and was always happy with them. No symptoms developed.